Manufacturer narrative:
Device evaluated by MFR: product returned consisted of a jetstream xc-2.4 atherectomy catheter. The spider wire returned with the device . The shaft and the remainder of the device were inspected for damage. Visual analysis showed that there was no shaft damage. The returned .014 spider wire was inserted into the catheter shaft tip. It was noticed that there was coating peeling from the wire as it was being inserted. A thruway guidewire that is compatible with the jetstream device was used to recreate what the customer experienced and it was noticed that the coating again was peeling from this wire. The device was functionally tested per the instructions for use and the device ran with no issues. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that black debris was noticed on the tip. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. While advancing the jetstream over the filter wire, black debris was noticed on the tip of jetstream. The device was not used angioplasty was continued to be performed and finish the case. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that black debris was noticed on the tip. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. While advancing the jetstream over the filter wire, black debris was noticed on the tip of jetstream. The device was not used angioplasty was continued to be performed and finish the case. No patient complications were reported and the patient's status was fine.